Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a cerelink icp probe basic kit (ID 826850) was implanted (parenchymal location). The sensor had been in placed for approximately 36 hours when a "sensor/cable failure" message occurred. The icp value was between 7-12 with a good waveform quality before the event. There was no unusual events or issues during the implantation or during the patient care. The nurse was re-securing the connection between the codman and the sensor then the sensor failed. The microsensor was disconnected from the cerelink monitor during each phase of transport. The patient did not receive an MRI or CT scan before the failure occurred. The icp waveform quality after the event was undetected because the system said sensor failure. The cerelink monitor was plugged into the wall and the cerelink monitor was not connected to a patient monitor when the failure occurred. Replacing the cable did not solve the issue, nor did disconnecting for a period of time. The monitoring was discontinued, sensor removed and patient was later discharged home.

Manufacturer narrative:
The cerelink sensor (ID 826850) was not returned for evaluation as the product was discarded therefore, an evaluation of the device could not be performed. Serial number information has been provided; however, the DHR review could not be performed because the serial number (B)(6). Reported by customer could not be associated to our lot numbers, so lot number is unknown. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.

Event description:
N/a.